Event description:
During induction shocks were delivered but did not rescue patient. External defibrillation was performed while device was charging and may have been delivered when device delivered. Device registered low shock impedance, less than 20 ohms. Polarity was changed and coil configuration changed. Next shock rescued patient and showed in range impedance. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.